Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a bulge in the silicone pumping segment. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge in silicone pumping segment was confirmed and replicated. During inspection it was observed that the silicone segment tubing had a slight bulge and discoloration, and was weakened just below the upper fitment. Functional testing via gravity flow and pump infusion resulted in the fluid flowing freely with no ballooning or other issues observed. Ballooning was replicated when giving an IV push without clamping the tubing above the injection port. The root cause of the ballooning was identified as an IV push or flush being executed below the pump without first clamping the tubing above the injection port.